Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
It was reported to philips that the biomed was trying to calibrate the touchscreen and when touching it says bad touch. The device was not in use at the time of the event. This issue occurred during serving/calibration of the touchscreen. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The biomed stated that the touchscreen was previously replaced, and there was no change in symptoms. The rse advised the biomed to swap the user interface with another unit for troubleshooting. The biomed returned a call to the philips rse and stated the they swapped the user interface (ui) and the issue cleared, however the biomed stated it was noted that the ui had cracks and they want to replaced the entire ui assembly and requested the part information to order a replacement.